Manufacturer narrative:
The field service engineer checked tubing and electrical connections; all were in place, without concern. The probes were removed and cleaned inside and out. It was observed there was dirt/crust on the exterior of the probes. The dilution vessel was cleaned and crusty bits of dirt were removed. Parts were replaced in the ise unit and ise checks were performed. A probe check was performed to confirm proper positioning and it was working as expected. The instrument worked as expected after these actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The first patient sample also had discrepant results for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 174 mmol/l. When repeated on a second analyzer, the na result was 140 mmol/l and when repeated on a third analyzer, the result was 139 mmol/l. This sample initially resulted in a k value of 5.55 mmol/l. When repeated on a second analyzer, the k result was 4.28 mmol/l and when repeated on a third analyzer, the result was 4.32 mmol/l. The reporter noted that an ise noise alarm on the analyzer at the time of the first measurement. The second sample initially resulted in a na value of 98 mmol/l. The sample was repeated twice on a second analyzer, resulting in na values of 143 mmol/l and 144 mmol/l. The na electrode lot number was t2111, with an "inspiration" date of 25-sep-2022. The k electrode lot number was c9965, with an expiration date of 26-oct-2022.